Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Unable to perform the displacement test due to blank display. No moisture damage was found on the motor, battery tube keypad assembly and vibrator assembly during our visual inspection. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call, that the customer's insulin pump had a blank display. It was also reported that the insulin pump was exposed moisture. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.